Event description:
It was reported that during a lumbar level 3 to 5 decompression, the device produced an error code during dissection. The blade was re-tightened and produced an error code. The blade was cleaned and still produced error code. The hook blade fractured while on the mayo table and the tip fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.